Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy with bilateral salpingectomy leaving ovaries') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced scar ("4 tiny scars") and fatigue ("tired"). Following tests were performed: vaginal ultrasound, pap smear and bladder cystoscopy (results not reported). Essure was removed. At the time of the report, the medical device removal, scar and fatigue outcome was unknown. The reporter considered fatigue, medical device removal and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy with bilateral salpingectomy leaving ovaries') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced scar ("4 tiny scars") and fatigue ("tired"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, scar and fatigue outcome was unknown. The reporter considered fatigue, medical device removal and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.